Event description:
On (B)(6) 2015, the reporter contacted animas about another issue, and during the course of that conversation mentioned that the patient has had a couple of low blood glucose (bg) levels in the past that required emergency medical services to be called. No dates or bg values were provided. This complaint is being reported as the patient experienced hypoglycemia and the pump could not be ruled out as a cause.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.